Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the power cord and transport ring. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the power cord on the 6800 system has a cut in the shielding and the transport ring is missing one screw and the other is broken. There was no report of patient injury.